Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 530 mg/dl that was addressed with assistance from healthcare providers, who instructed customer to deliver manual injections. The customer alleged that the pump was not delivering basal insulin properly and ceased usage of the pump per their healthcare provider's instructions. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to manual injections for insulin therapy.